Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited low impedance during implant after being sutured down. The physician loosened the sutures and impedance was good. The lead was implanted.